Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received discrepant low gluc3 glucose hk results for 1 patient sample on a cobas 8000 c 702 module. The initial gluc3 result was 20.1 mg/dl and the repeat result on (B)(6) 2018 was 77.3 mg/dl. The sample was repeated again with a result of 78 mg/dl which was believed to be correct. No erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The customer stated that there were no issues with the other samples. The gluc3 reagent lot number was 302652. The expiration date was requested but not provided. The customer stated that they received high cell blank values on the day of the event. On 08-may-2018 the field service engineer (fse) changed the photometer lamp. The fse performed a precision test that was acceptable. After the service visit, there were no additional issues.

Manufacturer narrative:
On (B)(6) 2018 the customer moved the glucose reagent to a different rotor on the c 702 module and has had no further issues. The field service engineer(fse) has found issues with the cell blank. A precision test detected an issue with the previous rotor that the glucose reagent was on. Based on the alarm trace the fse found issues with the incubation water level.

Manufacturer narrative:
The fse replaced multiple components on the module. A few days later, there continued to be issues with the cell blank and reaction monitor for the previous rotor. It was then decided to replace the entire instrument. The investigation determined that poor reagent performance was not the issue. The investigation determined the issue was hardware related.